Manufacturer narrative:
The customer¿s report that there is a leak in the syringe adapter IV tubing was confirmed due to a break between the upper fitment and vented spike adaptor. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components. No other anomalies or damages were observed with the sets during initial inspection. The stress marks and uneven surfaces on the corresponding areas of breakage on the vented spike component indicate an external (lateral) application of force had been applied to the component during use. Closer inspection of the two exposed surfaces of the broken vented spike component revealed that the broken surfaces were uneven and jagged. Further visual inspection (including use of microscope) did not reveal any other damage or anomalies to the remainder of the set. Functional testing could not be performed due to the set¿s break. The cause of the breakage was identified as an external force being applied to the component. The root cause of the external lateral force could not be identified.

Event description:
It was reported that there was a leak in the syringe adapter IV tubing. A note on the received product indicated that the patient was admitted to the neonatal ICU (nicu). There was no patient harm reported.